Event description:
Complainant alleged that during functional testing, the device displayed internal comm failure 1472, 1474 and 1475. Complainant did indicate that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device was evaluated by an approved service provider. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The smart pneumatic module (spm) board is recommended to be replaced. At this time, the repair has not been approved, and the device remains out of service. Analysis for reports of this type has not identified an increase in trend.